Manufacturer narrative:
Spatz fgia inc. Has received enough evidence to complete the investigation and requested not to return the actual device. The CT scan analysis presented a hyperinflated device. A review of the device labelling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
Patient with gastric balloon hyperinflation and removed. The device was not replaced.